Event description:
Reportedly, the subject pacemaker reached the recommended replacement time (rrt) within three months, between two consecutive follow ups: (B)(6) 2014. From follow up dated (B)(6) 2014: pacing thresholds: atrial 0.75v 0.35ms, ventricular 1.5v 0.35ms; leads impedances: atrial 529 ohms, ventricular 539 ohms; programmed values: mode ddd, rate 60min-1, atrial amplitude 1.5v 0.35ms, ventricular amplitude 3.5v 0.35ms. (Pacing in unipolar), atrial sensitivity 0.4mv and ventricular sensitivity 0.4mv (detection in bipolar); battery status: magnet rate 91min-1, impedance 6.83 kohm, time to rrt remaining: 8 months +/- 1 month; from follow up dated 23 october 2014, the device was found in rrt and with programmer parameters changed: pacing thresholds: no measured; impedances: atrial na, ventricular 484 ohms; programmed values: mode vvi, rate 70 bpm, ventricular amplitude 5 v and 0.5 ms (pacing in unipolar), ventricular sensitivity 2.2 mv (detection in unipolar); battery status: magnet rate 80 min-1, impedance 11.16 kohm. Rrt reached. The device was explanted on (B)(6) 2014 and will be returned for analysis.

Event description:
Reportedly, the subject pacemaker reached the recommended replacement time (rrt) within three months, between two consecutive follow ups: (B)(6) 2014. From follow up dated (B)(6) 2014: - pacing thresholds: atrial 0.75v 0.35ms, ventricular 1.5v 0.35ms; - leads impedances: atrial 529 ohms, ventricular 539 ohms; - programmed values: mode ddd, rate 60min-1, atrial amplitude 1.5v 0.35ms, ventricular amplitude 3.5v 0.35ms (pacing in unipolar), atrial sensitivity 0.4mv and ventricular sensitivity 0.4mv (detection in bipolar); - battery status: magnet rate 91min-1, impedance 6.83 kohm, time to rrt remaining: 8 months +/- 1 month; from follow up dated (B)(6) 2014, the device was found in rrt and with programmer parameters changed: - pacing thresholds: no measured; - impedances: atrial na, ventricular 484 ohms; - programmed values: mode vvi, rate 70 bpm, ventricular amplitude 5 v and 0.5 ms (pacing in unipolar), ventricular sensitivity 2.2 mv (detection in unipolar); - battery status: magnet rate 80 min-1, impedance 11.16 kohm. Rrt reached. The device was explanted on (B)(6) 2014 and will be returned for analysis.